Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer conducted the pre-use air leak check, no anomaly in the cuff (and the product) was observed. However, during the use of the product, leakage of air from the cuff was detected. A trach change was required.

Manufacturer narrative:
H10 device evaluation: one used device was received for investigation. Visual inspection showed the device to be in good condition. During functional testing the complaint was confirmed, when the device did not pass the inflation test which involved inflating the device cuff and leaving for a 12 hour period. The source of the leak was found to be a tear in the cuff. Due to the checks involved in the manufacturing process of this device and the instructions for use, it is most likely that the damage on the cuff occurred after the product left the manufacturing facility. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge.